Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported via (B)(6) medical devices online database: "e0506 - hemorrhage/bleedingf1903 - device explantationa0401 - breaka0501 - detachment of device or device componenta26 - insufficient information." No other information regarding the event was provided.